Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It is unknown if the patient was hospitalized for the peritonitis event. The cause of the peritonitis event was not reported. The patient was treated with unspecified intraperitoneal antibiotics (dose, duration and frequency not reported) for the event. The patient was recovered from the peritonitis event. At the time of this report, action with pd therapy was not reported. No additional information is available.